Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up and down buttons were intermittently unresponsive and required multiple presses. The keypad was torn across the down button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the keypad cover was found to be torn across the ok button and the button symbols were worn off. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to engage. The keypad was removed and the down arrow and ok button contacts were found to be inverted. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.